Event description:
Boston scientific received information that this device and right ventricular (rv) lead displayed loss of capture (loc) for 12 seconds leading to syncopy. The patient recovered from the syncopy on their own with no resuscitation required. A boston scientific field representative was called to interrogate the device and found that the rv thresholds had increased since implant. The rv lead was assessed radiographically and the results were normal. Boston scientific technical services (ts) was consulted and concluded that the intermittent loc was due to back up paces not being at a high enough voltage for patient's threshold. The field representative reprogrammed the device output to five volts at one millisecond which resolved the issue. At this time the device continues to be programmed at five volts. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.